Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a patient reaction was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include patient sensitivity and contamination of product after opening; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient had a powerpicc solo placed (B)(6) 2018 while in the hospital. It was last used on sunday (B)(6) 2018 without any difficulty with flushing and blood return was noted. He reports having "some pain" when the line was placed. He is now home and reports having increased pain and tingling in his arm near the exit site and up into his axilla. What should he do. Ms&s discussed possible causes of pain. Recommended he contact his physician as soon as possible to have the line and his arm assessed. He should have the line assessed before further use to ensure no complications. No product information is available at this time.